Event description:
The device system was removed due to infection. The patient was reimplanted with a new system in (B)(6) of 2012. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8703w, lot# l44346, implanted: 1997-(B)(6), explanted: 2012-(B)(4), product type catheter. (B)(4).